Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenanculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a tenaculum forceps (pn# 470207-10 / lot # n10210208 - 0097) was used during this procedure. The instrument has maximum 10 uses. The alleged event occurred on the 1st use of the instrument. There are 9 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The tenanculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenanculum forceps instrument had a broken cable. The procedure was completed with a back-up instrument with no reported injury.